Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.